Manufacturer narrative:
The instrument was found to have a broken grip cable at the distal end. The second fenestrated bipolar forceps has been returned and evaluated by the failure analysis team on 06/09/2025. The instrument was found to have a broken grip cable at the distal end. The third fenestrated bipolar forceps instrument was analyzed and found to also have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: looks like a broken grip cable.

Event description:
It was reported that the steel wire breaks during the surgical procedure of the instrument regarding the fenestrated bipolar forceps instrument. Procedure was completed with no patient harm.